Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to mycotic aneurysm and head bleed. The death was not device related and would not return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke, infection, and subsequent patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists stroke, bleeding, infection, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. This section also provides instructions in regard to caring for and controlling infection. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 2, ¿how your heart pump works¿, and section 4, ¿living with the heartmate ii¿, outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.